Event description:
It was reported that (1) tlc55 was used during an colon resection procedure. It was reported by the rep that the device would not fire, locked out-swing tab engaged. Opened another device to complete the case there was extened o.r. Time by two minutes.